Event description:
Boston scientific crm received and reported the following info: "left ventricular (lv) epicardial lead had high outputs programmed. The pt was to undergo a generator changeout along with an attempt new transvenous lv lead. No adverse pt effects have been reported."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the rise in thresholds was related to device performance, or pt condition.